Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 155 mg/dl and 21 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR for the freestyle optium neo meter were reviewed and the DHR showed the freestyle optium neo meter passed all tests prior to release. DHR for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs neo meter were reviewed and the dhrs showed the fs neo meter passed all tests prior to release. The dhrs (device history review) for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-6 (evaluationc codes) and h-10 (addtl mfg narrative) were incorrectly documented in the previous follow up #1 report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 155 mg/dl and 21 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 155 mg/dl and 21 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.